Event description:
It was reported that the tip of the driver stripped during tightening of the set screw. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The torque release mechanism in the drivers handle is jammed. This appears to have led to an overload at the tip of the driver and the cracking.